Manufacturer narrative:
The pump was received with intermittent buttons due to corroded keypad traces. No button error alarms were noted. No traces of moisture were noted at the electronic or motor assemblies. The pump was received with a cracked case at the display window corners, minor scratches on the display window, and a stained end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump alarm button error. Customer's blood glucose was unknown mg/dl. The customer reported that yesterday he was on rain with the pump. The customer tried to restart pump and dry it out but without result. The customer already is on a back up plan. The customer was advised that the device would be replaced.